Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump allege over delivery. The customer¿s blood glucose level was 55 mg/dl at the time of the incident. Customer was treated with food. Customer was performed displacement test and it was passed. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.